Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the anesthesiologist inserts a central venous catheter, the guide easily loses its shape and does not allow its proper use." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the anesthesiologist inserts a central venous catheter, the guide easily loses its shape and does not allow its proper use." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".